Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was noted during surgery that tube was torn apart at the spike side. The device was used with ji2000. There was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the tubing did not confirm the complaint; this tubing set appears to be anomaly free. There was no evidence of tearing. The report that the tubing " was torn apart at the spike side." Was not verified in the laboratory. This tubing is leak tight, patent and anomaly free as received. The difficulties experienced in the clinical setting could not be duplicated in the laboratory. On the received tube set, however, one of the wires appeared to be cut at one of the connector ends. A review of the DHR did not show any anomalies during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.